Event description:
Hospital leases IV poles/fluid pumps from baxter, and some are 7 or 8 years old. Older poles have a screw attaching them to the wheeled base, but the attachment is not secure, and the poles can be pulled off the bases. Newer poles have a different design. About 2 months ago a pt with an IV was being transported by wheelchair. One of the wheels on the pole got stuck and the attendant lifted the pole. The pole detached from the base, and the heavy pump hit the pt's head. Problem was reported to baxter sales territory mgr.